Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump and high blood glucose levels. The customer's blood glucose level at the time of incident was 304mg/dl. The customer's most current level was 214mg/dl. The customer states they treated the high with the pump. Troubleshoot was conducted. The drive support was noted to be flushed. The customer was advised the pump would have to be replaced and returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window and a cracked reservoir tube lip.